Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was adhered to the channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. It is likely that reprocessing steps were not fully performed at the user facility due to the device nonconformities that were found. The insertion section was crumpled and had leaked. The event can be detected and prevented by handling the device in accordance with the following IFU. Instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the insertion pad of the evis lucera elite gastrointestinal videoscope was crumpled. The issue was found during reparation for use. The diagnostic procedure was completed, without delay, using a similar device. Inspection and testing of the returned device found foreign material coming out from the channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material coming out of the channel. In addition the following observations were made with regards to the condition of the device: the charged coupled device (ccd) and light guide (lg) lens were broken. The bending tube and connecting tube were crumpled. The coating at the connecting tube was peeled off. The water quantity was out of standards due to breakage of air/water (aw) channel. The water does not flow due to blockage of j tube unit. The adhesive part of ar was broken. The insertion resistance at the tip was out of standards due to cutting part of bending section cover(ar). Liquid leaks due to due to cutting part of ar. The connecting tube protector was damaged. Switch button one (sw1) was deformed. The angulation in the right, down and up directions were out of standards due to worn of angle-wire. The universal cord was crumpled and the plug on unit was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.